Manufacturer narrative:
H4: the lot was manufactured from june 01, 2023 - june 06, 2023. H4: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. It was noted that the port adaptor component of the device was not fully activated. No leaking could be determined from the provided photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters leaked prior to patient use. There was no patient involvement. No additional information is available.